Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information that was received from the user facility regarding the reported issue. Information provided in b3 and b5.

Event description:
Additional information was received from the user facility regarding the reported event (image was interrupted for 1-3 seconds): the reported event was observed during inspection of the subject device during reprocessing, prior to an unspecified procedure. The intended procedure was completed using another device without a delay. The reported event did not occur during a procedure, as was previously reported in the initial medwatch report.

Event description:
The customer reported that the image was interrupted for 1-3 seconds during an unspecified procedure. There was no harm or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the device was displaying a purple image. This report is being submitted for the malfunction found during device evaluation (purple image).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image interrupted) was not confirmed. However, it was observed that the device displayed a purple image which was caused by a broken video cable. In addition, service found that the fiber bonding in the outer tube area (distal end) was damaged, and the protector of the video cable section was overstressed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that purple image was displayed due to a cable failure. However, a conclusive root cause could not be determined. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.